Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). Updated lot # from asku to 25145966. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was not working/did not activate. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was not working/did not activate. A replacement device was used to complete the procedure. No patient involvement.